Manufacturer narrative:
One thru-lumen catheter was received with the catheter tube broken in half. Visual examination confirmed that the catheter tube was broken in half 5cm proximal of the catheter tip. Both the thru-lumen and the inflation lumens were patent and the balloon latex and both proximal and distal windings appeared to be in good condition and there are no missing components. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that anatomy of the patient may have contributed to the damage. No actions will be taken at this time.

Event description:
It was reported that the tip broke when the physician was extracting the catheter from the patient. It was indicated that when the doctor pulled the catheter from the 6fr. Sheath that the tip was inside the sheath; there was no retrieval necessary. The patient was described as grossly obese; the catheter was inserted into the arm. The physician stated that he noted that there was a bend in the sheath and when he pulled the catheter back, the tip broke. It was confirmed that the tip of the catheter was in the end of the sheath.